Event description:
The faradrive steerable sheath was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that patient experienced slight st-segment elevation during insertion of the sheath. A coronary angiography (cag) was performed on both coronary arteries, and since there was no problem, the procedure was continued. When aspiration was performed excess air was not seen so the original sheath was used to complete the procedure with no further patient complications. The physician believes the st segment could have been elevated prior to insertion of the sheath; however, this was not confirmed at the time so the sheath cannot be ruled out as a cause. The sheath has been received by boston scientific and is awaiting analysis.

Manufacturer narrative:
Visual inspection revealed no outer abnormalities were observed. The functionality of the sheath was tested by turning the steering knob. The sheath was able to deflect and hold deflection. Blood occlusion was experienced when attempting to prepare the sheath for testing by purging out the air inside the sheath. The hemostatic valves were removed, and a guidewire and a dilator were inserted into the sheath to loosen up and push out the dried blood. Once the sheath was cleaned, hemostatic valves were reassembled, and leak testing was resumed. The device passed all leak testing. The sheath's handle cap and valve cap were removed to examine the hemostatic valves under the microscope. The external and internal hemostatic valves had tears by the center slit. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath. St segment elevation is considered within the risk threshold of embolism and is potential procedural complication addressed within faradrive IFU. The sheath was able to deflect and seal pressure and fluid within the sheath. Analysis did not find any abnormalities or defects that could have contributed to the st segment elevation.

Event description:
The faradrive steerable sheath was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that patient experienced slight st-segment elevation during insertion of the sheath. A coronary angiography (cag) was performed on both coronary arteries, and since there was no problem, the procedure was continued. When aspiration was performed excess air was not seen so the original sheath was used to complete the procedure with no further patient complications. The physician believes the st segment could have been elevated prior to insertion of the sheath; however, this was not confirmed at the time so the sheath cannot be ruled out as a cause. The sheath has been received by boston scientific.